Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. It was also reported that the customer experienced low and elevated blood glucose (bg) levels (bg values not provided). Although requested, customer declined to provide additional information and declined tandem technical support's offer to troubleshoot for fluctuating bg. Reportedly, customer continued to use the pump for insulin therapy.